Manufacturer narrative:
The product was returned for analysis. One haptic was pulled from the optic (not returned); the other haptic was bent-gusset area. The optic was torn/split/cracked and scraped-rejectable. The optic was also split/cracked in the haptic insertion area of the removed haptic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 08/10/2007, 08/13/2007 and 08/30/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A nurse reported that one week following intraocular lens (iol) implant surgery, a lens was explanted due to a broken haptic. Additional information, including patient status, has been requested.